Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "patient was walking to bathroom when she felt a pop, said her hip felt like it wasn't working. Came to e.r. And x-ray determined a fx ceramic head. Patient was taken to operating room, broken parts were retrieved and new implants were implanted."